Manufacturer narrative:
Three attempts were made to contact the customer for additional information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely while handling the subject device, the user used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. However, a definitive root cause could not be determined. User may be able to detect the suggested event by handling device in accordance with instructions for use. ¿inspection of the endoscope¿.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope's tip was leaking. The device was returned for evaluation. During the device evaluation, a severe burn on the plastic distal end cover was observed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the reportable malfunction(s) noted in the event description were also observed. Additional findings are as follows; the bending section cover rubber and rubber glue has a hole and the adhesive removed, the plastic distal end cover insulation testing could not be performed due to the burnt cover, the objective lens is burnt inside the lens, one of the light guide lenses is burnt, and the leak/dunk test failed. Also noted was a blue color on the image, and the bending section failed the electrical continuity test, the charged coupled device shrink tube is cut and the insertion tube is scratched and dented. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.